Manufacturer narrative:
Other relevant device(s) are: two other endurant ii devices, lot numbers unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 83mm diameter atherosclerotic abdominal aortic aneurysm. It was reported that on the same day of the procedure and during hospitalization the patient developed a subdural hematoma leading to coma. The patient expired. The physician classified the subdural hematoma leading to death as probably related to heparinization. No additional clinical sequelae were reported.